Event description:
It was reported that the patient underwent an ipg replacement procedure due to an uknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the explanted ipg will not be returned due to facility policy.